Event description:
It was reported that the patient presented to the emergency room after a lead integrity alert (lia) triggered due to high rate-nonsustained events and sensing integrity counter (sic). The electrograms revealed possible noise on the right ventricular (rv) lead and inhibition of ventricular pacing. The patient was discharged and referred to their cardiologist. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.